Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. The returned device was loaded onto a 0.035 inch guidewire and attached to an encore inflation unit. Positive pressure was applied and the balloon was successfully inflated to its rate of burst pressure of 20atm as indicated on the manifiold with no leaks or drops in pressure noted. The pressure was held for 30 seconds, this was recorded with a digital timer. The inflation device was verified at 20atm, before and after use with a calibrated pressure gauge. This inflation to rate of burst pressure of 20atm was repeated three times and with no issues or drop in pressure noted. A visual and microscopic examination of the balloon material identified no issues that could have contributed to the complaint incident. No issues were noted with the tip or markerbands of the device that could have contributed to the complaint incident. A visual and tactile examination found that the shaft was free from any damage. No issues were noted with the shaft that could have contributed to the complaint incident. No issues were identified during product analysis.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon did not expand and the molding agent flowed out. Visible pinhole was noted from the monitor. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 7.0 x 40, 135cm mustang balloon catheter was advanced for dilatation. However, during inflation, the balloon did not expand and the molding agent flowed out. Visible pinhole was noted from the monitor. The device was completely removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.